Event description:
Micra leadless pacemaker deployed, pt promptly developed pea arrest. Pericardiocentesis with 1 liter blood removed, placed on ECMO, transfused multiple units of blood, unable to be resuscitated and expired.